Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Concomitant medical product: sedr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient felt week and was transported to hospital. It was reported the right ventricular (rv) lead exhibited high thresholds due to elevated potassium levels and subsequent no capture. The patient experienced cardiac arrest requiring chest compressions and was revived. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.